Event description:
It has been identified that this record, mrn 9617229-2023-04162, is a duplicate of mrn 9617229-2023-00732. Please see mrn 9617229-2023-00732 for reportable events.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, depression, pruritus, sensation increase/decrease; not device related: headaches, varied injuries, other-medical.

Event description:
Patient's representative reported left side ¿capsular contracture baker grade unknown¿, ¿breast implant illness (bii)¿ such as ¿fatigue¿, "headaches", "difficulty concentrating", ¿sleep disorder¿, "excessive sweating", ¿itchiness¿, and ¿tingling of the skin¿, and ¿breast pain." Patient also suffers from depression and anxiety associated with device recall. Device has been explanted.